Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h4, h6. Corrected fields: d9, g2 ("health professional" should not be selected due it is unknown if the contact/reporter is or not a "health professional"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Instructions: evis eus ultrasound bronchofibervideoscope olympus bf-uc190f important information ¿ please read before use do not apply shock to the distal end of the insertion section, in particular the objective lens surface at the distal end. Visual irregularities may result. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchofibervideoscope displayed error e315 (no image). The issue occurred during preparation for use. There were no reports of patient involvement.